Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 98 compared to the lab's 73 mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.